Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump went into threshold suspend mode due to an inaccurate sensor glucose reading. The blood glucose reading was 123 mg/dl, compared with the sensor glucose reading of 55 mg/dl. The threshold suspend limit was set to 60 mg/dl. The customer was in a rush and declined further explanation of sensor versus blood glucose reading differences. Nothing further reported.